Manufacturer narrative:
The reported event of a bulbous deformation could not be confirmed. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported on an unknown date a 30mm amplatzer pfo occluder was selected for implant. During deployment, the device "ballooned inward. " multiple attempts were to resheathed and re-deploy were made but the deformation kept occurring. The device was removed and it is unknown if a replacement device was implanted. Patient status is unknown. Additional information was requested but cannot be obtained.